Event description:
Reference number (B)(4). Event occurred in mexico. It was reported that the patient experienced an infusion set tubing detachment event on (B)(6) 2025. The detachment occurred near the insertion site, which was located on the left side of the abdomen. The infusion set had been in use for a few hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: mexico.